Manufacturer narrative:
A batch MDR is being submitted to represent all the samples as the same lot number was used for all testing. For patient/sample 1 and 2 and the ex20ins discrepancy: roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees have been notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). For patient/sample 2 and the l861q discrepancy: the only discrepancy for the l861q mutation was observed between the ngs results from 1st extraction and 2nd extraction. Both cobas® egfr results and 1st ngs results were consistent. The l861q mutation discrepancy is likely due to the presence of the variant with a low percentage, which may not have been sampled in the new cut (2nd extraction) due to tumor heterogeneity. The first extraction results were consistent for the l861q mutation.

Event description:
A customer from brazil alleged discrepant results with two patients using the cobas® egfr mutation test, v2. Patient 1 was tested on the cobas® egfr mutation test, v2 four times and generated l861q mutation detected three times and generated l861q; ex20ins mutation detected on the fourth testing. The sample (same and new extraction) was sequenced using ngs and generated c.2582t>a; p.leu861gln (l861q) with the two different extractions. Patient 2 (same extraction) was run on the cobas® egfr mutation test, v2 twice, and generated l861q mutation detected initially and l861q; ex20ins mutation detected for the second testing. The sample was sequenced using ngs and generated c.2582t>a; p.leu861gln (l861q) with the same extraction. A second extraction was taken and sequenced using ngs where no mutation detected (wild-type) was generated. No harm alleged. An investigation was conducted to evaluate the customer issue.